Event description:
It was reported that the customer's blood glucose level was 121 mg/dl and her sensor glucose reading was 64 mg/dl. Standard troubleshooting was performed. The customer stated that she frequently has bent cannulas on her sensors. The sensor was almost six days old. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.